Event description:
Additional information received indicated that approximately 4 months following the valve implant the patient presented to the emergency department with shortness of breath. The patient was admitted with acute on chronic combined systolic and diastolic congestive heart failure. Ascites was identified via ultrasound. A phosphodiesterase-3 (pde3) inhibitor drip was started and an intravenous diuretic was administered for continued diuresis. Oxygen was delivered via nasal canula at 2 liters. Baseline oxygen was room air. A pulmonary artery catheter was inserted. A transthoracic echocardiogram (tte) and electrocardiogram (ECG) were performed. Three days following the hospital admission acute kidney injury (aki) developed along with the congestive heart failure. The peak creatinine measured 3.36. A paracentesis and thoracentesis were also performed. A loop diuretic was provided and the IV diuretic stopped. An angiotensin receptor-neprilysin inhibitor (arni) and beta blocker was held until further cardiology evaluation. The patient was discharged 11 days following admission and the congestive heart failure resolved. The aki was resolving. The physician indicated the congestive heart failure event and aki were unrelated to the valve and implant procedure.

Manufacturer narrative:
Updated data: b2, b5, b6, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 41 days following the transcatheter bioprosthetic aortic valve implant the patient presented to the emergency room (ER) with shortness of breath. A chest x-ray indicated persistent vascular congestions with pleural effusions. A loculated pleural effusion of the right lung base was noted. A diuretic was intravenously administered. The event resolved 3 days following ER presentation. The physician reported the event was not related to the medtronic products nor to the valve implant procedure. The cause was not reported.

Event description:
Additional information received indicated that the ECG performed noted normal rate and regular rhythm. There were no reported valve issues with from the transthoracic echocardiogram (tte). Per the physician, the cause of the acute on chronic congestive heart failure was ischemic cardiomyopathy. The acute kidney injury resolved 20 days following onset with laboratory data noting a creatinine returning to baseline measured at 2.17.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.